Event description:
It was reported that monaco sim sees different MRI's as being fused together when they are not. This issue forces the user to select a transformation, not knowing which is the correct one. There was no mistreatment based on the available info.